Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a part number or lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although the customer was unable to provide any product-specific information, the event was reported to alere (B)(4). Therefore, this event is being conservatively reported.

Event description:
The distributor reported the event on behalf of the customer. The customer reported receiving false negative hcg results. However, the customer was unable to provide any specific product information. Although requested, no additional information was provided. Although the customer was unable to provide any product-specific information, the event was reported to alere (B)(4). Therefore, this event is being conservatively reported.